Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a communication error while attempting to activate a new pod. Although the pod was filled with at least 85 units and produced the required double-beep, the patient stated that it failed to activate. As a result, the patient was unable to start insulin delivery, which led to elevated blood glucose (bg) levels. The patient began experiencing sickness and vomiting and sought medical attention that night. The patient was admitted to the hospital for high bg and remained hospitalized for four days, receiving treatment that included intravenous fluids. The patient confirmed wearing the pod at the time medical care was sought and alleged that the need for treatment was directly related to the pod activation issue. In a follow-up call after the initial call ended early due to the patient not feeling well, the patient stated the pod was likely in an automated mode at the time of the issue.